Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced an atrophy while using the artificial urinary sphincter (aus). A revision surgery was performed and it was identified that the pressure regulating balloon (prb) was empty. The balloon and pump were removed and replaced with no further complications. The patient is expected to fully recover.

Manufacturer narrative:
Correction to field b3: date of event. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced an atrophy while using the artificial urinary sphincter (aus) and the device stopped working in mid april. A revision surgery was performed and it was identified that the pressure regulating balloon (prb) was empty. The balloon and pump were removed and replaced with no further complications. The patient is expected to fully recover.